Event description:
The technician alleged that the brake caster will not release. No pt impact.

Manufacturer narrative:
The technician found the brake activation weldment is broken. The technician replaced the broken brake activation weldment to resolve the issue.